Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the doctor was unable to implant the patient's lead in its intended location. In turn, the patient has been unable to receive effective/adequate therapy. Neuromonitoring was tried per the doctor's discretion but was unable to provide resolution. An impedance check was performed and revealed no anomalies. Follow-up revealed reprogramming was unable to address the issue. An impedance check was performed again and revealed high/invalid impedance on several contacts. Further follow-up revealed the impedance issues remain and the patient is no longer receiving therapy. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the doctor decided to disconnect one of the lead tails and implant/connect a different lead to take the place of the disconnected lead tail. Surgical intervention resolved the patient's issue.